Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a pentaray nav and an irrigation inadequate issue occurred. It was reported that during the operation, there was intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information indicated that the catheter was the suspected device. The device was used on the patient. There was no error noted from the irrigation pump. To resolve the irrigation issue, they switched to the ¿sf conduit¿ for flushing and exhausting. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a pentaray nav and an irrigation inadequate issue occurred. Device investigation details: following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube being found folded at the tip area. A manufacturing record evaluation was performed for the finished device lot number and no internal actions related to the complaint were found during the review. The irrigation issue reported by the customer was confirmed. The root cause of the irrigation tube folded is traced to manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. An internal action was opened to investigate this failure mode on pentaray catheters. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).